Event description:
The customer contact reported the device keeps rebooting. The device was returned to the biomedical department for a report that the device was defective by turning off and on constantly. No specific patient information, device programming, or event details were available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. The customer reported problem could not be confirmed. The device passed testing. No rebooting was noted during the self test. Although the device passed testing, the device has been identified a part of a product recall.